Manufacturer narrative:
(B)(4). Date sent: 9/10/2020. D4: batch # p57m00. The analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w reload no loaded present. The reload was received unfired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth was found broken. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device opened and closed without any difficulties noted. No conclusion could be reached on what caused the firing mechanism to fail. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/ thick tissue between the jaws, may result in increased forced to fire or instrument failure. Additional information was requested, and the following was obtained: what was the surgical procedure? Lap hemi nephrectomy what structure was the device being fired on? Kidney. Was the device difficult to close? No. What troubleshooting steps were taken to open the device? Nothing, led by surgeon did the device fire at all? If so, how far? Yes, but unsure. Was this the first firing of the device? Yes. How was the device eventually removed? Extended wound. How was the procedure completed? Open. What is the current patient status? Unharmed as far as aware. Approximately how many cm was wound extended? 15cm. Was the wound extended only to address device issues or to remove kidney? Kidney removed but the wound was bigger than usual. Was the device fired on actual kidney or vessels? Kidney isthmus for horseshoe. What color cartridge was being used? Yellow (vascular) but worth double checking the notes. Was the patient¿s post-op care altered when compared to expected plan of treatment? No change to post-op care. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: what was the surgical procedure? Lap hemi nephrectomy. What structure was the device being fired on? Kidney. Was the device difficult to close? No. What troubleshooting steps were taken to open the device? Nothing, led by surgeon. Did the device fire at all? If so, how far? Yes, but unsure. Was this the first firing of the device? Yes. How was the device eventually removed? Extended wound. How was the procedure completed? Open. What is the current patient status? Unharmed as far as aware. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Approximately how many cm was wound extended? Was the wound extended only to address device issues or to remove kidney? Was the device fired on actual kidney or vessels? What color cartridge was being used? Was the patient¿s post-op care altered when compared to expected plan of treatment?

Event description:
It was reported that last week during one of the procedures and the mechanism jammed closed and required the surgeon to change to an open procedure to complete case.